Manufacturer narrative:
Product complaint # (B)(4). Occupation: consumer. The device catalog number is unknown; therefore, UDI is unavailable. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient direct complaint: j&j attune knee implant , lot number retained and obtainable from (B)(6) hospital whilst in (B)(6), I had a knee replacement, I was sold the more expensive attune as a better product than the j&j titanium. This was in (B)(6) 2021. I have never been clear of pain and tightness, especially in bed, which deprives me of sleep, making life miserable. The pain is severe in the tibia, and fibula muscles/ tissues. Furthermore I suffer considerable pain and lack of mobility in playing golf, walking ,swimming, some loss of balance often like knee collapsing. In have had 4 sets of x rays done post op and CT scan, and the surgeon assures me that the cement has not worked loose and that his work is not to blame . The night prior to the surgery I discovered that j&j has over 300 law suites pending in the USA, with exactly these issues, and brought this to the attention of my surgeon. He assured me that there has been a change in the product and cement coming loose at the tibia section, he wrote to me that he guarantees these issues will not be a problem. Concern or complaint.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.